Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited impedance > 2000 ohms at follow-up. The rate sensing portion was capped and a new rate sensing lead was implanted.